Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The orsiro mission us stent dislodged from the balloon during the attempt to cross the lesion. It was possible to locate the stent and the delivery balloon was used to go in the stent and deploy the stent in place.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.